Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient did not end up getting a cmems implanted and the clinic would not give the rhc results from (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the inflow cannula being shifted could not be confirmed from this evaluation as the patient refused to come to the clinic for further assessment. Furthermore, the report of low flow alarms could not be confirmed as no log files were provided for review. The submitted system controller event log file contained events from on 22sep2023 and captured intermittent low flow alarms. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 4 ¿system monitor¿ provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). Section 4 also explains that changes in patient conditions can result in low flow. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline all system controller alarms as well as how to respond to each alarm condition. These sections instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the patient handbook instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient decided not to come in for further reassessment on (B)(6) 2023 following low flow alarms. Patient was still having low flow alarms but not as many as on (B)(6) 2023. Since the patient did not return for admission for the low flow alarms, the cause of the alarms was not determined, and an inflow cannula issue could not be ruled out. A plan was made for a right heart catheterization (rhc) with speed change echocardiogram and possible cardio micro-electro-mechanical system (cmems).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.